Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the fast-fix's t1 was deployed successfully; however, t2 came out while tightening the knot. Both t1 and t2 were removed from the meniscus using a grasper. The procedure was successfully completed using a smith and nephew back up device; however, it is unknown if there was a surgical delay. No further complications were reported.